Manufacturer narrative:
One cadd solis vip pump was received with a missing battery door. The event history log was reviewed and there were "system fault 41622" and "loss of power occurred while running" messages. A functional check was conducted and the reported issue was able to be confirmed. An error code 41622 was displayed on the screen and in an event history log. It was determined that a faulty motor was the cause of the issue. Therefore, the motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41692. The issue was discovered during testing and there was no patient involvement.